Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the pulsavac plus did not work at all when the trigger switch was pushed. It was also reported that the battery leaked. The surgeon used and finished the surgery with an alternative one. There was no patient harm or delay reported, and the procedure was completed with an alternate device.